Manufacturer narrative:
(B)(4). Batch # p58c91. Device evaluation: the analysis results showed that the tlh30 device arrived with no apparent damage with a trh30 reload loaded on the device. The reload was returned void of staples. The device was tested for functionality with a test reload and it cycled, fired, and all the staples formed as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during the lobectomy, after fired, found some staples malformed with irregular shape. Suture was used to sew the wound. There were no adverse consequences to the patient.